Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope displayed error b30 and the scope was not transmitting to the monitor. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Correction: e3 and h8 were inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of no image displayed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely while the user was handling the device, water invaded scope connector, which led to abnormality of electronic parts. As a result, b30 error occurred. However, a definitive root cause could not be determined. In addition, the following defects were found but have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Exera ID data verification- no data, after aeration data restored 189 uses/9901 min's scope leak test- instrument channel between grip and body control unit (bcu), channel (biopsy port) no other leaks found distal end (d/e) plastic cover- dent bending section cover (a-rubber) glue- crack brush passage- restriction no image, after aeration image restored but its flickering switch (evis)/camera (oes) sw1 to sw4 not working. After aeration switches work bending section- electrical continuity (ec) have no reading, ad wet, no broken strands, charged-coupled device (ccd) shrink tube torn and detached. After aeration advanced diagnostics (ad) dry insertion tube- multiple dents, dent in boot control body- fluid-wet a lot of corrosion, biopsy port leaking and lifted, after aeration advanced diagnostics (ad) dry scope connector- fluid-wet, torn boot, a lot of corrosion, after aeration advanced diagnostics (ad) dry the following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦ warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warning and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.